Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lung procedure. While firing on the lung, the device was unable to fire. The surgeon was able to press the green firing button and squeeze the handle. They used a new instrument to complete the case and resolve the issue. The patient was alive with no injury.